Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise and noted noise reversions episodes. It was unknown whether patient experienced any symptoms due to this anomaly. No changes were implemented.